Event description:
It was reported that the pump usb port observed to be damaged resulting in the pump battery being difficult to charge. There was no adverse impact to customer¿s blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.